Manufacturer narrative:
H3: product analysis #(B)(4):¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿ drawing(s) referenced: (B)(4) ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex and phenom 27 inner pouches. The pipeline flex was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No damages were found with the distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The distal and proximal ends of pipeline flex braid were found not opened due to damaged braid. No flash or voids molded were observed in the hub. The catheter body was found to be broken at ~58.0cm from proximal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex was confirmed to have failure open at distal as the distal and proximal ends of pipeline flex braid were found not opened due to damaged braid. However, based on the analysis findings, the pipeline flax and marksman catheter were confirmed to have resistance as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the catheter body (broken/flattening), pipeline flex braid (fraying); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open and the marksman catheter was found to be accordioned. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right ophthalmic segment with a max diameter of 5.4 mm and a 4 mm neck diameter. Landing zone: distal: 4.0 mm and proximal: 5.2 mm. The accessed vessel was the femoral artery with a diameter of 5 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The angiographic result post procedure showed vascular patency and aneurysm contrast agent retention. It was reported that the marksman catheter was hydrated normally, and with the guidance of the guidewire to m2. The ped stent was delivered to mi. After the stent tip was exposed, the stent could not be opened. After deployed a section of the stent, the tip still could not be opened. The stent was prepared to be recovered and deployed again, but the stent could not be recovered. After it was withdrawn from the body, it was found that the catheter tip had shown accordion damage. After replaced a catheter and stent, the surgery was successfully completed. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the failure to open was not determined. The pipeline was not placed in a vessel bend when it failed to open. It was noted that the tip end was not opened, and operations such as re-sheathing, wire/catheter, and balloon could not be performed. An attempt was made to adjust the system tension but no improvement was achieved. The stent was prepared to be retrieved but could not be retrieved.

Manufacturer narrative:
B5 updated with additional information received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received clarified that there was significant resistance with the catheter during pipeline retrieval so finally the system was withdrawn from the patient's body together.